Event description:
During a percutaneous nephrolithotomy, while passing sheath over balloon, the doctor noted that the sheath bent the balloon and was tunneling into the tissue causing excessive bleeding. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.